Event description:
It was reported that during an implant procedure the right ventricular lead had high impedances in multiple locations of the right ventricle. No capture was noted. The lead was removed and a new lead implanted without issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The lead was stretched and had a damaged guidetooth. The inner insulation and inner tubing were kinked/buckled. Apparent explant damage was noted. No anomalies were found.